Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 11 years later was informed that the right essure coil had migrated and was embedded in her uterus. She was scheduled to undergo a hysterectomy to remove her essure coils. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the device migration and embedment were unknown. Hysterosalpingogram performed shortly after the insertion procedure showed coils properly placed. Approximately 11 years after insertion, her treating physician informed her that right essure coil had migrated and was embedded in her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed, but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2005. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, pain during intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve them. In or around (B)(6) 2016, her treating physician informed her that right essure coil had migrated and was embedded in her uterus. As a result, she is scheduled to undergo a hysterectomy to remove her essure coils on or around (B)(6) 2016. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 11 years later was informed that the right essure coil had migrated and was embedded in her uterus. She was scheduled to undergo a hysterectomy to remove her essure coils. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the device migration and embedment were unknown. Hysterosalpingogram performed shortly after the insertion procedure showed coils properly placed. Approximately 11 years after insertion, her treating physician informed her that right essure coil had migrated and was embedded in her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil had migrated and was embedded in uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumoperitoneum and phlebolith. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("right essure coil had migrated and was embedded in uterus"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (partial bilateral salpingectomy, hysteroscopy, laparoscopic adhesiolysis.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, medical device discomfort, menorrhagia, pelvic pain, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered back pain, device expulsion, dyspareunia, embedded device, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis a. Portion of fallopian tube, right, laparoscopic salpingectomy: no significant histopathologic changes. Foreign body, laparoscopic removal: essure device. B. Portion of fallopian tube, left, laparoscopic salpingectomy: no significant histopathologic changes. Foreign body, laparoscopic removal: essore-device.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, medical history, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil had migrated and was embedded in uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumoperitoneum and phlebolith. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("right essure coil had migrated and was embedded in uterus"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (partial bilateral salpingectomy, hysteroscopy, laparoscopic adhesiolysis.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, medical device discomfort, menorrhagia, pelvic pain, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered back pain, device expulsion, dyspareunia, embedded device, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis. A. Portion of fallopian tube, right, laparoscopic salpingectomy: - no significant histopathologic changes. Foreign body, laparoscopic removal: - essure device. B. Portion of fallopian tube, left, laparoscopic salpingectomy: - no significant histopathologic changes. Foreign body, laparoscopic removal: - essore-device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.